Event description:
A report was received that the patient developed a mild infection at the ipg site. The patient was admitted and treated with medication. The patient was discharged and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and device.

Manufacturer narrative:
Additional information was received that the patient also had erythema, redness, around the lower part of the ipg wound which was mild in severity. The patient was treated with IV antibiotics and later converted to oral antibiotics. A culture was taken however the results are unknown.

Event description:
A report was received that the patient developed a mild infection at the ipg site. The patient was admitted and treated with medication. The patient was discharged and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and device.

Manufacturer narrative:
Additional information was received that the patient subsequently underwent an ipg explant procedure previously reported in MFR report 3006630150-2018-01150. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed a mild infection at the ipg site. The patient was admitted and treated with medication. The patient was discharged and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and device.